Event description:
It was reported that pump displayed malfunction alarm code with fault ID but no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller in resetting pump, confirmed that malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to contact support again if malfunction code appeared in future.